Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device exhibited 'invalid data' for the cardiac compass and the rate histograms, and the pacing percentage exhibited '????.' It was determined that the device had experienced a bit flip, which lead to the errors in the diagnostic data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The cardiac compass and rate histogram information was not available due to bit flips in the diagnostic data. Multiple single bit errors were recorded, possibly due to radiation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.